Manufacturer narrative:
Device analysis: no malfunction was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications; however, visually there was fraying observed on the inner margin of the button hole. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that during the revision surgery the cuff was tried not used due to the physician observed the cuff being slightly frayed with an artificial urinary sphincter (aus). The aus cuff was not implanted and a new aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that during the revision surgery the cuff was tried not used due to the physician observed the cuff being slightly frayed with an artificial urinary sphincter (aus). The aus cuff was not implanted and a new aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.